Manufacturer narrative:
Additional information was provided in d9 and h4. The impella device was returned, and an evaluation is underway. Corrected information has been added in d4 (primary UDI number). Upon review, it was identified that the information was inadvertently not submitted in the initial report.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that: following establishment of single vascular access, the catheter required multiple repositioning and re-advancement attempts during the procedure. After several adjustments, the device sensor began displaying abnormally elevated placement signals, with systolic blood pressure readings of two hundred fifty millimeters of mercury or higher, along with similarly elevated left ventricular pressure signals. These readings intermittently returned to normal values but repeatedly increased again to elevated levels during the case.

Manufacturer narrative:
A040601 and a150203 added to h6. Corrected data d1 corrected/updated. The investigation is still ongoing.